Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the report the small joint grasper was forcefully used and we are currently unable to rule out a procedural variance as a contributing factor to the reported device breakage, which does not represent a device malfunction. Since it is unclear if the broken clamp piece was retained inside of the patient, we cannot rule out the potential for micro-motion, and/or migration, local skin irritation and pain. The patient impact beyond the reported greater than 30-minute surgical delay and possible retained non implantable fragment could not be determined. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during wrist arthroscopy, the small joint grasper (B)(4) clamp broke inside the cavity when being used to remove the entire screw, when forcefully used, the tip was broken. The screw did not break. It is unknown how the procedure was completed. There was a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).